Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon initial evaluation, physio-control observed that the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Physio-control further evaluated the customer's device and it was observed that the charge of the internal hybrid layer capacitor (hlc) batteries had dropped to a very low state, because the charge-pak battery charger had not been replaced in time. The cause of the reported issue was therefore determined to be due to improper battery maintenance.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon initial evaluation, physio-control observed that the device would no longer power on. There was no patient use associated with the reported event.